Event description:
It was reported that a balloon burst occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 4.0x220x150 sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured during the first inflation. The device was removed without any problem, and the procedure was completed with different device. There were no patient complications as a result of this event.